Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay user/ patient contacted lifescan (lfs) in the (B)(4), alleging a onetouch verio iq meter was displaying inaccurately high results compared to her feelings or normal results. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported on (B)(6) 2014 at 11:45pm she obtained a ¿hi¿ message on the subject meter. The patient reported she took her usual dose of lantus insulin, 6 units at 11:50pm. The patient confirmed no further blood glucose readings were obtained at this time. The patient reported on (B)(6) 2014 in the morning, a reading of ¿13mmol/l¿ was obtained on the lfs meter, the patient took her 3 units of novamix insulin. The patient reported on (B)(6) 2014 at 11:10pm, the patient developed symptoms suggestive of hypoglycemia (unknown specific symptoms) and had a seizure. The patient reporter her brother found her on the floor and gave her ¼ cup of ¿lucozade¿ after midnight. The patient reported on (B)(6) 2014, the patient¿s brother contacted her parents for assistance. The patient reported when she recovered, her brother took a blood glucose test and obtained a reading of ¿3.1mmol/l¿. The patient denied being treated by paramedics or going to the hospital. The patient reported on (B)(6) 2014, she went for a visit with her nurse, and was advised to contact onetouch customer service. During the time of trouble shooting, the patient obtained readings of ¿8.3 and 8.1mmol/l.¿ at the time of troubleshooting, the cca confirmed the subject meter was in the correct unit of measurement at the time of testing and the patient¿s test strips were in good condition. However, a control solution test was not run at the time of troubleshooting since the reporter did not have control solution . Replacement products were sent to the patient. This complaint is being reported because the reporter claims due to the meter reading inaccurately, the patient administered an increased dose of insulin, developed symptoms suggestive of hypoglycemia and required treatment to prevent additional injury.